Manufacturer narrative:
(B)(4). Investigation summary: one photo was received by our quality team for evaluation. Upon visual inspection, it was observed that there was damage on the catheter. A device history record review found no non-conformances associated with this issue during production of this batch. Investigation conclusion: customer complaint trends will also continue to be evaluated on a monthly basis. The investigation was able to confirm what customer had experienced as needle pierced through catheter was observed on the returned photo. End user risk assessment: as per risk assessment, rm5987, severity of needle pierced through catheter is limited (s2) produced quantity: 264,000 units occurrence is remote (o2) the risk level is determined to be low per CPR-028. Root cause description: needle pierced through catheter was observed on the returned photo. This could have occurred during product application when the product was manipulated or during assembly of the catheter. CAPA# 590840 was raised to address actions required to prevent it from occurring during the assembly of the catheter. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance. No abnormality was observed during the manufacturing of the batch. CAPA #: (B)(4). Rationale: the complaint will be monitored and tracked.

Event description:
On hold for mrd 07/28/20.it was reported that bd insyte¿ IV catheter sheath was split. This was discovered before use. The following information was provided by the initial reporter: catheter sheath split. Reported by medical staff that this had happened previously. (B)(6): I have seen 2 blue cannulas affected, and 3-4 yellow ones. But a couple of other registrars have mentioned that they have also started checking them as they have seen the same thing (mostly yellow ones). I put them in the sharps bin (and actually looked through the packets of the cannulas still in the treatment room to make sure there were no more in there at the time that were faulty. So none to investigate currently! The patient needed the faulty cannula removed, and another cannula inserted. So an unnecessary needle for a toddler - but no permanent damage was done. Blue needles first one was inserted into the child. Flash back obtained. Could not be advanced. Pulled out and had hole in it. Second one came out of the packet with the needle tip was poking through the plastic sheath. The yellow needles I have all picked up when I have checked/inspected the cannula prior to inserting them.